Manufacturer narrative:
(B)(4).

Event description:
When inserting the spring wire guide it was kinked and not possible to continue with insertion of the catheter. A new one had to be used. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, the customer provided three photos for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Precaution: if resistance is encountered when attempting to remove guidewire after catheter placement , guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered , withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
When inserting the spring wire guide it was kinked and not possible to continue with insertion of the catheter. A new one had to be used. No patient harm. The patient's condition is reported as fine.